Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up visit, the lead did not capture at 7.5 v, 0.4 ms. It also did not sense any r-waves. After repositioning, capture was observed at 0.8 v, 0.4 ms, but when connected to the generator, thresholds were >5.0 v.